Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted images identified superficial damage to the external portion of the driveline; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted images depicted two areas of outer silicone jacket damage on the external portion of the driveline. The underlying bionate did not reveal any issues. The submitted log file captured the pump appearing to function as intended above the low speed limit throughout the duration of the data. The log file did not reveal any indications of a potential driveline issue. The account communicated that the patient was doing well and the pump did not have any issues. There were also no alarms and no notable events in the patient¿s history which would lead to concern. No further information was provided. Technical services recommended to apply rescue tape to the outer jacket tears. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas patient handbook rev. C, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 2 entitled ¿how your heart pump works¿ outlines battery charge level, fuel gauge display, and visual and audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the mobile power unit. This section also indicates that the mobile power unit should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the mobile power unit when sleeping; otherwise, the alarms may not be heard. Section 3 entitled ¿powering the system¿ provides instructions for exchanging batteries and switching power sources. Heartmate ii lvas IFU section 6 entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 3 entitled ¿powering the system¿ provides important information regarding the heartmate batteries, including ¿using heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 entitled ¿patient care and management¿ states, "a patient should sleep or plan to sleep only when connected to the power module or the mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. Patient had cosmetic damage to the driveline. The patient is doing well and the pump has not had any issues. No alarms, nothing notable in his history that would lead us to be concerned.